Event description:
Further follow-up revealed that the device was programmed to off approx one year ago. The pt indicated that she has decided to undergo explant rather than device replacement. The pt reported that her seizures are stable at this time. The explant has not yet occurred.

Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator had not reached end of service. Pt indicated that at times they do not feel device stimulation and at other times they feel stimulation start, but then stop. Pt reports no recent injury or trauma that may have damaged the ncp system. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance.